Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The ICD and the rv lead remain in service. No adverse patient effects were reported. This investigation will be updated should further information be provided.